Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a nurse from (B)(6) of fungal peritonitis coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies. In (B)(6) 2007, the patient began treatment with dianeal pd2 ambuflex and dianeal pd2 ultrabag intraperitoneally for continuous ambulatory peritoneal dialysis (capd) and automated peritoneal dialysis (apd). In 2010, the patient experienced fungal peritonitis with culture positive for candida albicans. It was not reported whether the patient received treatment. The root cause of the fungal peritonitis was unknown. On an unreported date, the patient was transferred to hemodialysis. It was not reported whether dianeal pd2 ambuflex or dianeal pd2 ultrabag therapies were continued. The reporter believed the event of fungal peritonitis with culture positive for candida albicans was not related to dianeal pd2 ambuflex or dianeal pd2 ultrabag therapies.